Event description:
It was reported that the catheter was pretested and according to the user the balloon inflated "without any problem." The catheter was inserted and after the (B)(4) was in place, the md used the 1.1cc syringe to inflate the balloon. The balloon ruptured upon inflation. As a result, the md exchanged the catheter. There were no reported patient injuries. The issue was resolved by exchanging the catheter. The catheter exchange was successful. The pt outcome is listed as "good".

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.